Manufacturer narrative:
Terumo has not rec'd the actual device for evaluation; however, terumo is still investigating this issue, and will be submitting a f/u report when more information is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the tubing became disconnected from the pump three times. It is unk whether the event caused a delay in the beginning of the surgery. There was no pt involvement.